Event description:
It was reported by service report that the inner base spacers were cracked and the cot would not roll. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Inner base spacer.